Event description:
This pt underwent a (pta) percutaneous transluminal angioplasty of the right internal carotid artery to the common carotid artery. There was mild vessel calcification and tortuosity. During removal of the 6mm basket/medium support, an attempt was made to capture the filter basket into the capture sheath, but the proximal marker of the filter and the marker of the filter and the marker of the capture sheath could not be placed in line. Another attempt was made to capture the basket, however, the markers couldn't be place in line. Therefore, the capture sheath was removed, and an attempt was made to remove the filter with a guiding catheter, however, this failed. Therefore, the filter basket was softly removed through the stent, and inserted into the guiding catheter. After the removal, the filter was checked and it was damaged. Right after the procedure, the pt could not move the left hand. However, the pt recovered in 20 minutes. Add'l info indicated that after removal from the pt, the filter was damaged. During the procedure, the pt received antiplatelet therapy. No further info was available.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.